Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hyperglycemia. Customer¿s blood glucose level was 400 mg/dl. Customer was not admitted into the hospital as a result of high blood glucose. The customer did not experiences any symptoms related to the high blood glucose. Customer was treated with insulin pump for high blood glucose. The customer also reported that infusion set was leaked. The insulin pump will not be returned for the analysis.